Event description:
It was reported that a person using the ilet experienced hyperglycemia after disconnecting the device for approximately 2 and a half hours, reconnecting, and consuming a meal of about 42 grams of carbohydrates; capillary blood glucose measured 491 mg/dl and remained elevated for about 5 hours before trending down, and the user administered 7 units of subcutaneous novolog as back-up therapy per troubleshooting guidance. Symptoms included high blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user-performed corrective insulin dosing and continued monitoring without hospitalization or professional medical intervention. Investigation included review of device data following synchronization and user-guided hyperglycemia troubleshooting, including verification that the cartridge was not leaking and that insulin volume decreased as expected. Investigation of this case revealed that the cause of hyperglycemia remained unclear despite troubleshooting steps and observed insulin usage. It was concluded that the event constituted hyperglycemia with an undetermined cause, with user education and troubleshooting completed and recommendation to contact the healthcare provider.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.